Event description:
I opened the package. Turned the switch to on. It did not work so I unscrewed it to change the batteries but never changed them because my hands began to burn like they were on fire! There was something oily in my battery compartment. I washed my hands intensely until the burn went away. I called the company whose number was listed on the back and reported the incident. They were in (B)(6) I think. They are sending me a box to send them the product. I thought I should also make this aware to you guys. If I had simply given it to my (B)(6) daughter I probably would not have believed her if she told me that her hands were burning because you can't see anything. While I was on hold I picked up the toothbrush itself and I could feel the fire starting again. It felt like it was coming from where the motor is in the toothbrush. I hope this helps someone fix the problem with this product. (B)(6). Purchase date: (B)(6) 2011. The product was not damaged before the incident. The product was not modified before the incident. I called the number on the back of the box. They said they are refunding the money and are sending a container for me to mail it back to them free of charge. I think it feels hot through the bag I have it in. (B)(6) will not approve?